Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer's parent reported via phone call indicating that the customer experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with a the customer was assisted with trouble shooting but found no issues with the insulin pump. The caller stated that they discovered a slight infection in the site but was advised to wash their hands before changing the sites. The customer did not return the product back for analysis.